Event description:
It was reported that after a surgical procedure conducted at the user facility the instrument broke into four pieces when detaching it from another instrument. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the device broke into 4 pieces was confirmed by the complaint specialist during device evaluation; during the visual inspection the securing screw at the end of the tightening screw was found to have broken off, allowing the entire device to be disassembled. Any physical impact to the device can cause the reported event.

Event description:
It was reported that after a surgical procedure conducted at the user facility the instrument broke into four pieces when detaching it from another instrument. No patient involvement or procedural delays were reported with this event.